Event description:
It was reported that an infection occurred and that patient presented with erythema and a swollen area around the ICD pocket, no fever, crp slightly increased and leucocytes 9.7 x10 9/l. The implantable cardiac defibrillator system remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: model unknown, implantable pacing lead; 6947, implantable tachy lead; 4968, implantable pacing lead. (B)(4).